Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the brim cap came off of the vizigo sheath. It was reported that the brim cap came off of the vizigo sheath when removing the dilator after going into the left atrium. They replaced the sheath and the procedure continued. No adverse patient consequence was reported. Additional information was received on 21-apr-2022. It was reported that the orange cap that houses the hemostatic valve came off of the sheath when the dilator was removed. The hemostatic valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10-20cc. The vizigo¿ was exchanged for another vizigo¿. The brim cap detached issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 10-jun-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the brim cap came off of the vizigo sheath. It was reported that the brim cap came off of the vizigo sheath when removing the dilator after going into the left atrium. They replaced the sheath and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. The hemostatic valve and silicone ring were found in normal condition. The dilator was found in normal condition. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time, it is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record was performed for the finished device 00001894 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).